Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer cleaned the back of the pump and insulin delivery was resumed. The customer's blood glucose (bg) level was 220 mg/dl and a correction bolus was delivered to address the bg level.